Event description:
A malfunction with the code "malf 16" was reported, and it was determined that the pump needed to be replaced. There was no reported impact on the customer¿s blood glucose level. As part of the resolution, technical support arranged for a replacement pump to be sent, and the customer was to use multiple daily injections (mdi) as a backup insulin therapy.